Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 160 units of insulin. Additionally, it was reported that a cartridge change error occurred during the load sequence. Customer's blood glucose level was 197 mg/dl. Reportedly, customer loaded a new cartridge to resolve the issues and resume insulin therapy on the pump.